Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt believes that the infusion device is delivering too much insulin due to experiencing low blood glucose. The issue began 8 weeks ago. On one occasion, an ambulance was called. The pt was not admitted to the hosp and declined to provide further details. The pt's normal blood glucose level is 7 mmol/l (126 mg/dl). No further info is available. The infusion device was replaced and requested to be returned for eval.